Event description:
It was reported the device was used during a total colectomy. It was reported that a reoperation has to be performed to stop bleeding. The pt's condition after reoperation is good. Doctor checked doughnut and good staple formation for the first anastomosis.